Event description:
In (B)(6) 2010, I had the essure sterilization coils inserted into my tubes. In (B)(6) 2011, I had an hsg to confirm my tubes were blocked. The left tube was and the right was not. The coil on the right side had fallen out of the tube into my abdomen and had migrated to the other side of my uterus, on the outside. I had both coils removed due to nickel being in them (which I was never tested for nor told to me about) and dull and sometimes sharp pain on the left side. During the intervention, the surgeon had to remove 2 pieces of the coil that had fallen out because it had broken. Scar tissue had formed as well. Therefore, the coil fell out and broke into 2 pieces during an attempted bilateral occlusion of the fallopian tubes. I had a reaction to the anesthesia and needed several days to recuperate. Because this procedure did not work and the product was defective, I also had a tubal ligation during the laparoscopic surgery. It states on the literature that 2.2% of women in their studies experienced expulsion. I can be added to that percentage.